Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflet for a triclip procedure. During the procedure, 2 triclips were successfully implanted. The tr was reduced to grade 3 post procedure. On (B)(6) 2026, echocardiography revealed the second clip had single leaflet device attachment(slda) from the septal leaflet. Recurrent tr of grade 5 was reported along with dyspnea. Per the physician, slda was due to thin leaflets and sub-optimal imaging quality. There was no clinically significant delay reported.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.